Event description:
A malfunction alarm was reported for the customer's insulin pump. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump and provided instructions for placing the faulty pump into storage mode and returning it using a pre-paid label. The customer planned to use multiple daily injections as backup therapy and confirmed understanding of the instructions.